Event description:
Complainant reported a balloon rupture.

Manufacturer narrative:
Lot# 53319vm, exp date: 06/2010, respectively. Add'l info: affiliate is unable to determine which lot number (52226vm or 53319vm) is associated with this event.